Manufacturer narrative:
Product analysis: the device returned coiled in a zip locked bag. Product label on outer zip lock bag was verified and determined lot number as 0010040774. Device was decontaminated with cidex opa solution soak and tergazyme soak. Device returned attached to the cutter driver and a guidewire wrapped around the guidewire lumen. Bend in strain relief visible. Device returned with the flushing window open and the guidewire lumen detached from housing. Biologics/plaque visible inside the flushing window. A bend is visible on the housing approximately 2.9cm proximal from the distal tip. The cutter was visible inside the housing, 1.8cm distal to the cutter window. Thumbswitch was returned in the off position and could not advance/retract to move the cutter as a result of the bend in the strain relief. Stretching of the laser drilled coils visible adjacent to the cutter window. A photo received of the hawkone device after being used in the patient. Biologics are visible on the housing of the device. The guidewire is visibly attached to the hawkone device, inserted via the tip with the wire wrapped around the guidewire lumen. The guidewire lumen is seen to be detached from the proximal end of the tip of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use hawkone directional atherectomy along with with non-medtronic 7fr sheath and guidewire during procedure to treat a moderately calcified lesion in the left proximal to mid superficial femoral artery (sfa) with chronic total occlusion (cto-100%). The vessel was little tortuous. The vessel diameter and lesion length are 5mm and 150mm respectively. The lesion was pre and post dilated. IFU was followed. It was reported that the device malfunctioned during use and the wire wrap occurred when removing the device from the patient. The device was removed within the sheath with resistance felt during removal. There was no cutter issues or detached components reported. The procedure was completed by pulling out device. No patient injury reported.